Manufacturer narrative:
Other text: the returned device was evaluated. During evaluation the device passed all visual and functional testing. The device was found to visually and audibly alarm during alarm conditions. The power issue was not observed during nor replicated during testing; however, various instances of a "service watchdog" error were observed in the log files. The error results in the device powering off and alarming and is caused by a software issue. Health effect impact code: no adverse event; no patient impact. E1. (B)(6).

Event description:
The customer reported that the device is "switching off" during use. There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact. E1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6).

Event description:
The customer reported that the device is "switching off" during use. There was no patient impact or consequence reported.